Manufacturer narrative:
(B) (4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer also reports having a headache and feeling nauseated. The customer took tylenol to relieve her headache. There was no report of death, third party medical intervention or serious injury.